Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to a suspected fluid leak. A revision surgery was performed in which a new device was implanted. The patient did not experience any adverse events and was recovering following the procedure.